Event description:
Nine months ago, the surgeon performed a bilateral hip derotation on the patient. Follow-up x-rays taken on an unknown date show, the screws are projecting through the femoral head. The patient was taken to the operating room on (B)(6) 2011 and all hardware was removed three months early. The surgeon usually removes the plates after approximately 1 year. All hardware was intact upon removal. Hardware is not available for return. Report #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.